Manufacturer narrative:
The angiodynamics october 2016 complaint report was reviewed for the bioflo dialysis product family and the failure mode, "extension leg detached/separated/fractured." No adverse trend was indicated. Without receiving a sample for evaluation the complaint was unable to be confirmed. Based on similarly reported events a CAPA has been initiated to provide further investigation and determine if corrective action is required. Manufacturing process controls for the dialysis catheter include visual inspection for damage or defects. 100% leak testing, and guidewire insertion testing to verify lumen patency. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
The used device from the reported event has not yet been returned to angiodynamics, therefore a device evaluation has not yet been conducted. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by end user hospital in (B)(6), a hole was noted in the extension leg of the dialysis catheter placed on (B)(6) 2016. The catheter was removed and replaced on (B)(6) 2016. The patient condition is reported as "unaffected." The used catheter is expected to be returned to angiodynamics.